Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) number: k926214. The actual sample was discarded by the involved facility. Since the actual sample was not returned, analysis of it could not be performed. Based on the provided information on the occurrence situation, it has been understood that the actual sample was used in combination with a metal needle. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past complaint file. Based on our past experiences, it is our knowledge that the outer layer may be peeled off when radifocus guide wire m is used in conjunction with a metal needle. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record of the actual product. From the circumstances of the occurrence of this case, it was likely that the peeling of the outer layer occurred due to the actual product having been used in combination with a metal needle. However, since the actual sample was not returned and investigation could not be conducted, it was not possible to determine the exact cause of the occurrence. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that a gastroenterologist who was not familiar with this product used this product with a metal needle when removing a ptcg tube, causing the urethane to peel off. The peeled off urethane remained in the patient's body. The doctor decided not to retrieve it, and some of it is still remaining in the patient's body. The patient's condition has since stabilized. A part of the peeled urethane remained in the patient's body. The procedure outcome was not reported. The patient was not seriously injured. The peeled urethane was unremovable.